Manufacturer narrative:
The patient included in this study was treated with negative pressure wound therapy from 2008 to 2013. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged escharotomies or tissue swelling are related to v.a.c. Therapy. The patients treated in this study experienced deep dermal foot scalds. Burn wounds can result in formation of eschar, and an escharotomy is used to treat burn induced compartment syndrome. Therefore, it unknown if the swelling and subsequent escharotomies are related to v.a.c. Therapy. Kci has made numerous unsuccessful attempts to obtain additional information (jan 26, 2015; feb. 03, 2015; feb. 13, 2015; feb. 19, 2015). No additional information has been provided.

Event description:
Kci received article, kisch, tobias, et al. Reduced amputation rate by circular tnp application on split-skin grafts after deep dermal foot scalds in insulin-dependent diabetic patients. Journal of burn care and rehabilitation. 22 (2001) -26 (2005) 11/2014; doi: (B)(4) that reported an escharotomy was needed twice in the topical negative pressure group (tnp) due to critical tissue swelling. No additional information is available. The unit's type and serial numbers was not provided, therefore kci cannot conduct a device evaluation of the units.